Event description:
Event description guidant received information from a competitor's field representative that either this pacemaker or this lead was oversensing. He indicated that they could not determine which product was the source of the problem.